Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. It was confirmed via x-ray and echocardiogram. The rv was explanted. No additional adverse patient effects were reported.